Event description:
A physician reported via a literature article that multiple patients experienced increased intra-ocular pressure (iop) after a cataract surgery by using an ophthalmic viscosurgical device. The patients required medical intervention. All the patients recovered within a week.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Adverse events are followed-up by medical safety. No product returned for evaluation. As no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. No product returned/insufficient information: as no product is returned, the complaint could not be verified. However further trending is performed. The manufacturer internal reference number is: (B)(4).